Event description:
It was reported that the patient had high defibrillation thresholds. The system was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.